Event description:
It was reported via user facility medwatch mw5182050 that a stuck guidewire, cerebrovascular event, and visible air occurred. During the procedure, the physician encountered difficulties advancing the guidewire of the pulsed field ablation (pfa) farawave catheter. Upon removal of the catheter, fragments of cardiac tissue were observed adhered to the guidewire. No additional details were provided by the physician. Prior to insertion of the catheter, during irrigation, air bubbles were detected within the system. The team indicated that these bubbles would be eliminated through continued irrigation outside the patient for a period of time. At the conclusion of the procedure, the patient exhibited delayed emergence from anesthesia. Despite repeated efforts by the anesthesiologist, the patient regained consciousness with marked weakness on the left side of the body, affecting the arm, hand, and leg. The patient remained under observation and subsequently demonstrated partial recovery of motor function. The physician expressed suspicion of a cerebrovascular event and planned further diagnostic evaluation. No additional information was provided.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the events of visible air/bubbles, stuck guidewire, cerebral vascular accident (cva), muscle weakness, and tissue damage are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of cerebral vascular accident (cva), muscle weakness, and tissue damage are known inherent risks of the farawave device. Cerebral vascular accident (cva), muscle weakness, and tissue damage are expected procedural complications addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Additionally, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported visible air/bubbles and stuck guidewire. There was no evidence to suggest that the instructions for use (IFU) was not followed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. There was no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. There was no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported via user facility medwatch mw5182050 that a stuck guidewire, cerebrovascular event, and visible air occurred. During the procedure, the physician encountered difficulties advancing the guidewire of the pulsed field ablation (pfa) farawave catheter. Upon removal of the catheter, fragments of cardiac tissue were observed adhered to the guidewire. No additional details were provided by the physician. Prior to insertion of the catheter, during irrigation, air bubbles were detected within the system. The team indicated that these bubbles would be eliminated through continued irrigation outside the patient for a period of time. At the conclusion of the procedure, the patient exhibited delayed emergence from anesthesia. Despite repeated efforts by the anesthesiologist, the patient regained consciousness with marked weakness on the left side of the body, affecting the arm, hand, and leg. The patient remained under observation and subsequently demonstrated partial recovery of motor function. The physician expressed suspicion of a cerebrovascular event and planned further diagnostic evaluation. No additional information was provided.